Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material came out of the nozzle, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. It was presumed from the provided information that the foreign material remained for reprocessing was deviated from instructions for use (IFU). The event is detectable/preventable by handling the device in accordance with the following IFU: the IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. The IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign matter in the nozzle. There was no patient involvement.